Event description:
The hcp reported the pt was experiencing increased spasticity, pain, increased restlessness and agitation, and inability to sleep. The medication daily dose was increased without relief. A rotor study showed the rotor to be moving. An indium scan demonstrated no drug leaving the pump. The catheter was revised - the proximal tubing was left in place as it was functioning well. The distal catheter was removed and replaced. Postoperatively, the pt was felt to be too sedated. The pump was turned off for approx 12 hours, after which time she became more alert and her oral intake was good. She was discharged to home in stable condition.